Event description:
Customer reports patient received result of hi on the inform system and 30 mg/dl on a lab test within 10 minutes. The same patient also received results of 288 mg/dl on the inform system and 38 mg/dl on a lab test within 10 minutes. No actions taken based on device results. Controls were run and passed. No adverse event reported. Requested return of suspect device and replacement was sent.